Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air was drawn in when orion was inserted during pre-mapping. The air was observed at the flush port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the terumo infusion pump was used for the irrigation of sheath. The guidewire was at the tip of the farawave. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device found the stopcock to be cracked, allowing air ingression through the flush port. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air was drawn in when orion was inserted during pre-mapping. The air was observed at the flush port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the terumo infusion pump was used for the irrigation of sheath. The guidewire was at the tip of the farawave. No other issue has been reported.